Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the patient presented remotely via (B)(6). Review of the transmission revealed that the right ventricular lead exhibited sensing noise. No intervention was performed. The patient was in stable condition.